Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when using the angio-seal device, the insertion sheath assembly was attempted to be inserted into the artery, and the assembly became kinked. The physician assumed that the kink was caused by moderate calcification. The device was not used. Manual compression was then applied to achieve hemostasis, and the hemostasis procedure was successfully completed. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 8 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 6 mm. There was no health damage to the patient. There were no devices or other equipment used with the angio-seal device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the expiration date and UDI no. In section and provide the device manufacture date. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on the available information it is likely that diseased patient anatomy may have led to the reported event. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.